Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. The issue did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button properly, confirmed the warranty status, and agreed to send a replacement pump with updated software. Reportedly, the customer continued to use current pump for insulin therapy.